Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 70 mg/dl at the time of the incident. Troubleshoot was performed. Customer states the contacts on the battery cap are neither missing nor damaged. Customer inserted new battery the pump is still blank. The insulin pump was blank for 11 hours and 30 minutes. Customer was advised to discontinue from the pump and revert to back up plan per healthcare provider instruction. Customer was advised to leave the battery out for two hours and reinsert the battery. Customer will call back if the screen does not come back on. Customer also reported two powerless alarms. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. The device also alarmed power loss alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratched display window, case and keypad overlay.